Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "wrinkling/rippling". This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification to h6 adverse event problem: e2402 is used to capture the report of "wrinkling/rippling". The event of "wrinkling/rippling" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "wrinkling/rippling".